Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 500 mg/dl. The customer took an injection on her own. The customer had a sinus infection. The customer was admitted to (B)(6) hospital on (B)(6) 2015.. The customer cause of emergency room visit as per healthcare provider is diabetic ketoacidosis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.